Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-12620. It was reported a non-dependent patient had a seizure and presented at the hospital. The device was checked with no functional issues. A few episodes of right ventricular lead noise were noted. The last noise episode was noted on (B)(6) 2019. The patient did not suffer any adverse reactions from this. The right ventricular lead was capped and replaced during a routine device replacement procedure on (B)(6) 2019. Physician also noted noise on the atrial lead and programming changes were made to resolve the issue. The patient was stable before, during, and after the procedure.